Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that the final tightener from the expedium set has repeatedly been stripping set screws upon final tightening. We have replaced all the set screw drivers as well as the shaft of the torque limiter but it is apparent upon further review, that it is the issue of the final tightener and the junction where the torque limiting shaft meets the blue t-handle. There is a lot of "wiggle" at the junction when comparing to another, newer t-handle. The instrument in question has been at this site for 15+ years. On this last occasion the surgeon had to take out 4 stripped set screws and the torque limiter kept slipping and therefore stripped the set screws. Surgery was delayed 15 minutes due to the reported event. The surgeon took out the 4 stripped set screws and put new ones in, procedure was successfully completed. This complaint involves four (4) devices. This report is for one (1) unknown locking/set screws this is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk locking/set screws /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: british columbia. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3 d10: added therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.